Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: per the pdrn, the patient did not experience any issues with the liberty select cycler related to this event. Encephalopathy is a term used for any diffuse disease of the brain that alters brain function or structure and can have a myriad of causes. The patient is currently continuing pd treatment on the liberty select cycler with no reported issues. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support requesting operational assistance on how to cancel treatment. It was reported that the patient had to disconnect for a life-threatening emergency. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient was brought to the hospital with unknown symptoms and diagnosed with encephalopathy, unspecified. The patient was admitted to the hospital. Hospital course is unknown. The patient was discharged (B)(6) 2019. Per the pdrn, the patient did not experience any issues with the liberty select cycler related to this event. The patient is currently continuing pd treatment on the liberty select cycler with no reported issues.